Event description:
No new patient or event information that was not included on the previous medwatch report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during removal of a filter within the inferior vena cava, a performer introducer appeared to be torn. Access was obtained in the internal jugular vein. A wire, catheter, snare, and forceps were used to retrieve the filter. As the user attempted to "sheath" the filter, the sheath appeared to be torn. The part of the sheath that broke off was removed and a new sheath was placed. The separated portion of the sheath was retrieved with a snare. The same forceps were used to retrieve the filter successfully. The anatomy was not tortuous, calcified, or scarred. Resistance was not encountered upon insertion or removal of the device. The dilator was not in place at the time of separation, however, a wire was in the lumen of the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. One used device was returned for investigation. The sheath had a 4cm section sliced open and torn off. A lot number was not provided by the user, and a database search for lots sold to the customer for the reported rpn over the past 3 years could not determine the affected lot for this complaint. Reviews of the device history record or complaint history thus could not be conducted. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the product labeling. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precautions ¿when inserting, manipulating or withdrawing a device through an introducer always maintain introducer position.¿ ¿before removing or inserting devises through the introducer, aspirate though the side-arm of the valve to clear the introducer, then flush with heparinized saline.¿ ¿do not attempt to insert or withdraw the wire guide and/ or introducer if resistance is felt.¿ sheath removal "1.insert a wire guide at least 10cm past the tip of the sheath. 2.insert the introducer dilator over the wire guide into the sheath. 3.withdraw the sheath and dilator as a unit. 4.remove the wire guide." How supplied ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ cook has concluded that a failure to follow device instructions contributed to this event. The cook celect filter IFU states that the filter is intended to be removed with the cook gunther tulip vena cava filter retrieval set or cook cloversnare vascular retriever. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 30aug2021. The separated portion of the sheath was retrieved with a snare.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 13sep2021. The anatomy was not tortuous, calcified, or scarred. Resistance was not encountered upon insertion or removal of the device. The dilator was not in place at the time of separation, however, a wire was in the lumen of the device.

Manufacturer narrative:
PMA/510(k) number = k171999. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during removal of a filter within the inferior vena cava, a performer introducer appeared to be torn. Access was obtained in the internal jugular vein. A wire, catheter, snare, and forceps were used to retrieve the filter. As the user attempted to "sheath" the filter, the sheath appeared to be torn. The part of the sheath that broke off was removed and a new sheath was placed. The same forceps were used to retrieve the filter successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.